Event description:
Procedure: colon/rectum lower anastomosis. The instrument was inserted in the rectum and connected with the anvil, during stapling, the safety would not be released and the instrument broke into three parts, handle safety and instrument. The surgeon applied another device and carried out the anastomosis. The patient was septic for a period of time, due to the perforation of the rectum by the instrument.